Manufacturer narrative:
D2b pro code (product code): fge, lit. E1 initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the mildly tortuous and severely calcified vessel. An 8.0 x 60, 75cm mustang balloon catheter was advanced for left brachiocephalic fistuloplasty procedure. During the procedure, the balloon ruptured upon second inflation at 15 atmospheres for less than 1 minute. The device was removed without any fragments left in the patient, and the procedure was completed with another 8.0 x 60, 75cm mustang balloon. There were no patient complications as a result of this event.